Event description:
Clinic reports 2 events on the same pt- as first use blood leaks on preprocessed reuse dialyzers. Total blood loss for the pt was 500-600cc. No add'l adverse effects. No new reused technicians etc will investigate if this is a new batch of formaldehyde etc. No changes in handling procedure temperature, etc have been reported. MDR filed due to blood loss only.